Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead underwent a non device related surgery. On that date, a lead safety switch (lss) occurred due to impedances of greater than 3000 ohms. Noise and oversensing were also observed during the procedure, resulting in signal artifact monitoring episodes. Technical services (ts) discussed that the high impedances, noise, and oversensing during the procedure appeared to be due to electromagnetic interference (emi). The impedance measurements had been stable before and after the procedure. Then, after the lss when the device was in unipolar, there was noise, oversensing, and pacing inhibition with approximately three seconds of asystole. Therefore, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The system remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated. Additional information was received which reported that the patient was monitored at the hospital with multiple device checks to monitor the impedance measurements. The device sensitivity was reprogrammed, and the patient was discharged to home. No additional adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead underwent a non device related surgery. On that date, a lead safety switch (lss) occurred due to impedances of greater than 3000 ohms. Noise and oversensing were also observed during the procedure, resulting in signal artifact monitoring episodes. Technical services (ts) discussed that the high impedances, noise, and oversensing during the procedure appeared to be due to electromagnetic interference (emi). The impedance measurements had been stable before and after the procedure. Then, after the lss when the device was in unipolar, there was noise, oversensing, and pacing inhibition with approximately three seconds of asystole. Therefore, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The system remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.